Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to high blood glucose level. Customer's blood glucose level at the time of the hospitalization was 501 mg/dl. Customer states they were not wearing the insulin pump when admitted to the hospital. Customer also mentioned she had been off the insulin pump and had been treating with manual injections. Prior to the hospitalization customer stated that insulin pump had been exposed to moisture twice. Troubleshooting was performed and it was noted that the customer had multiple no deliveries in the insulin pump history. A self test was performed and the insulin pump passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.